Event description:
It was reported that customer experienced error message that twice stopped insulin delivery until customer removed and reinserted cartridge. No information was provided regarding impact to customer¿s blood glucose level. Customer restored insulin delivery by reseating cartridge and requested replacement pump, and technical support was expected to arrange replacement in accordance with existing guidance, but no additional information was received regarding final outcome of the event.